Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger.  Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4) applies to the recharger. (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger was not working. The patient stated that she charged the ins, and "the light came on" but now the ins will not charge. The patient saw the charge your recharger screen. The patient reported she was upset and couldn't sleep because she was worried the ins might become overdischarged. It was reviewed that there it is hard to know if the ins would become overdischarged. The patient stated the desktop charger status light was illuminated. The patient noted the connector pin did not appear loose or bent, but after confirming the connections was still seeing the charge recharger screen. The patient also reported poor communication and stated she was nervous. Patient was issued a new recharger. Additional information received stated that the new recharger worked fine at first, but now would not charge again, and the ins had depleted. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.